Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Family member said the patient turned off therapy because they didn't feel like it was making a difference and it bothered them; they turned their ins off sometime after the patient developed a bladder infection. Bothersome was clarified as "it didn't irritate the patient." No device issue and no further patient complications have been reported as a result of this event.